Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of ther automated peritoneal dialysis therapy. Patient transfer set became disconnected from the patient line of the homechoice set for an unknown reason. The home patient then reconnected to the setup and attempted to continue therapy. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with thi incident per the home patient's nurse.